Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that usb cable would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was provided.